Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.additional information will be provided once the investigation has been completed.

Event description:
It was reported during a hip athroscopy with labral revision upon access to the joint the dr discovered an anchor (nanotack flex 1.4mm peek) had pulled out of the patients bone. There were 3 anchors placed in the original surgery and 2 of the 3 remained set in bone. The dr requested a 1.8mm qfix anchor in place of the failed nanotack flex.

Manufacturer narrative:
Probable root cause for the reported failure involving this device could have been caused by: design: poor anchor assembly design. Instrumentation not designed to insert anchor to proper depth. Process: anchor not manufactured to specification. Instrumentation manufactured out of specification. Suture assembly not performed correctly. Application: insufficient force used to tension repair (knots not tight enough). Insufficient quality or quantity of bone that would compromise secure anchor fixation. Pathology such as sclerotic bone that may thicken the cortical layer. Patient non-compliance. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported during a hip arthroscopy with labral revision upon access to the joint the dr discovered an anchor (nanotack flex 1.4mm peek) had pulled out of the patients bone. There were 3 anchors placed in the original surgery and 2 of the 3 remained set in bone. The dr requested a 1.8mm qfix anchor in place of the failed nanotack flex.